Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a right ventricular lead implant procedure, the patient experienced diaphragmatic stimulation. The lead was no longer used and a new lead was implanted in the right ventricular outflow tract.